Event description:
The customer from canada reported that within two minutes, he obtained blood glucose readings of 1.3 mmol/l and 7.5 mmol/l with the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the patient's weight was not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips from lot # 1fpeg17a for evaluation. An in-house testing was performed with the returned meter and returned test strips using blood sample, which gave a satisfactory performance.